Manufacturer narrative:
The subject product was returned for evaluation. The device was received without any tacks remaining; therefore, initial measurements and a functional evaluation could not be performed. No inner component damage or manufacturing issues were noted during the evaluation. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would cause or contribute to the reported event. Based on the information available at this time. It cannot be determined to what degree if any the sobrafix device may have caused or contributed to the reported event. As reported by the surgeon, the pt has severe pulmonary disease and suffered a coughing issue post-operatively which may have contributed to the problem reported. No conclusion can be drawn at this time.

Event description:
Information as reported per the user facility: on (B)(6) 2014: a sorbafix was used to fixate a ventralight st mesh for a parietal defect on a pt with severe pulmonary disease. Post-operatively, the pt coughed. The surgeon discovered that the mesh was no longer attached. On (B)(6) 2014: pt returned to surgery. Surgeon resumed at d5, where four nonabsorbable sutures were placed transfixing the wall.